Manufacturer narrative:
Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the clinic, the patient experienced an infection of the skin flap at the magnet site. There are plans to schedule surgery to convert the patient to a percutaneous baha implant system; however, this has not occurred as of the date of this report.